Event description:
It was reported that during a thrombectomy procedure, the operator identified the thrombus in the distal right middle cerebral artery (mca) m1. Access was established with the subject guidewire guiding the microcatheter to the right mca m1. When the subject guidewire reached m2, it could not be advanced further. After several attempts to slowly rotate and withdraw it, the tip of the guidewire did not move. The operator then withdrew the microcatheter and the subject guidewire, to discover that the guidewire had fractured inside the microcatheter approximately 15 cm from the tip. No fragments were left inside the vessel. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analysis and the distal section of the subject guidewire was confirmed to have been fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. Additional information provided by the customer states the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. It is probable that the patient's anatomy caused difficulties in advancing and withdrawing the guidewire and causing the subsequent guidewire fracture due to the attempts to manipulate the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire difficult to advance, guidewire difficult to remove/withdraw from catheter and guidewire tip broken/fractured during use and to the analysed guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a thrombectomy procedure, the operator identified the thrombus in the distal right middle cerebral artery (mca) m1. Access was established with the subject guidewire guiding the microcatheter to the right mca m1. When the subject guidewire reached m2, it could not be advanced further. After several attempts to slowly rotate and withdraw it, the tip of the guidewire did not move. The operator then withdrew the microcatheter and the subject guidewire, to discover that the guidewire had fractured inside the microcatheter approximately 15 cm from the tip. No fragments were left inside the vessel. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.